Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false positives". Customer reported that they are seeing suspected false positive results for norovirus and cryptosporidium. The customer database was provided to bd service specialists and quality for further analysis which revealed some evidence of true low level amplification and also evidence of normalizer drift while the customer runs interleaved runs. A low positive amplification can be the result of contamination or it can be inherent to the sample. A bd field service engineer (fse) was dispatched to the customer site where they performed installation of new software scripts to correct the issue. The customer was also advised to run environmental swabbing to test for contamination. During this testing, environmental contamination of rotavirus was found. This complaint is confirmed by service & quality. The root cause is due to drift in normalizer signal due to rise in internal instrument temperature during pcr. An internal corrective and preventative action is open to address this issue. Environmental contamination is an additional root cause to some of the false positive results. No new risks, trends, or hazards were identified through this complaint. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false positives. The following information was provided by the initial reporter: fri (B)(6) 15:40:10 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes. Salmonella + etec false positives; specimens were repeated and confirmed as negative.

Manufacturer narrative:
Common device name: instrumentation for clinical multiplex test systems. PMA / 510(k)#: k111860, k130470 a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument that there was false postives. The following information was provided by the initial reporter: (B)(6)2013 15:40:10 utc 2023 - patient fields updated: hazard, injury or erroneous results? Yes salmonella + etec false positives; specimens were repeated and confirmed as negative max - 441916 - mx0056 in the extended bacterial panel we have several weak positive signals in a run (run 648, position b5/b11/a10). These are repeatedly all negative. It is striking that in 1 sample in both pcr reactions there is an increased signal (position b5) in channel 530/565.